Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05659 the same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a transvaginal hysterectomy, abdominal sacrolpopexy and cystoscopy due to cystocele, uterovaginal prolapse and mixed urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2011 due to erosion, pain, bleeding, incontinence and dyspareunia. The patient underwent an operative cystoscopy concurrently with right double-j 6-french stent placement on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient developed a chronic rectovaginal fistula post mesh implantation. The patient underwent a colon resection with ostomy and removal of eroded mesh on (B)(6) 2012. (B)(4).